Event description:
It was reported that intermittent bradycardia was noted from this patient in an aged care facility. A device data review was performed which confirmed a consistently high and variable capture threshold measurement from this right ventricular (rv) since the original implant procedure. Intermittent loss of capture was noted, but there was no evidence of asystole greater than 2 seconds. The sensing amplitude measurements had also decreased. It was recommended to transfer the patient to hospital to perform diagnostic imaging and further assess the rv lead integrity. The rv lead was subsequently surgically repositioned to resolve the event and no additional adverse patient effects were reported. The rv lead remains implanted and in-service.